Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a typical lunch, with blood glucose reaching approximately 331 mg/dl and remaining elevated for several hours despite automated delivery, cartridge replacement after an insulin-low notification, and verification of tubing fill and infusion set integrity. Symptoms included elevated blood glucose. Outcomes included user-led monitoring without medical intervention or hospitalization. Investigation included guided troubleshooting: disconnecting the tubing and confirming drop formation on manual prime, inspecting the cartridge for leaks, checking the infusion set and tubing for kinks or bubbles, and performing a full supply change. Investigation of this case revealed no device malfunctions or component defects during troubleshooting; delivery was resumed after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.